Event description:
The central monitoring system (cns) application is freezing up and will not display vital signs. Then a msg appears hdd access error. Bme restarted the cns but issue returns within a few minutes. Reference MFR report 8030229-2014-00007.